Event description:
This notification is being reviewed due to a user of dreamstation auto CPAP. The customer is inquiring for a replacement of the device. In this ra the patient reported that her heated tubing was not connecting, and her device was blowing cold air. And reported a burning smell. There was no resolution documented for that issue. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices."